Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the screw extender disengaged from the bone screw. The tip was found to be splayed. No patient complications were reported.

Manufacturer narrative:
Product analysis :macroscopic and optical examination of the tip of the reduction sleeves did not identify any breakage or cracking. Dimensional examination of the tip of the reduction sleeve found that the sleeve tips are bent outward out of print specification at the mas head retention features; the tip-to-tip dimension (9.8 +0.2 /-0.0mm) actual measurement found to be out of print specification. Functional evaluation with the 5 worst case inner sleeves performed with complaint returned extender set at ¿st¿ and sample mas at maximum angulation to attempt to induce release of mas head; released. A common surgical technique for this part is for the surgeon to remove the extender from the body and screw by rocking the extender in a medial/lateral direction and pulling upward. This can create stresses on the part that can bend the tips if performed aggressively. Visual and optical inspection noted multiple witness marks in the mas retention area. The bent tip, in conjunction with the witness marks in the mas head retention area observations are consistent with bend stress overload.

Manufacturer narrative:
Devices of multiple part/lot numbers were returned including: product ID lot number quantity 7570905 fa09d021 (B)(4) 7570905 fa11f013 (B)(4) 7570905 fa08l007 (B)(4) 7570905 fa11l011 (B)(4) 7570905 fa12e030 (B)(4) 7570905 fa13e010 (B)(4) 7570905 fa11l035 (B)(4) 7570905 fa11k084 although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes.